Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 129 mg/dl. Customer went in the pool with the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to slight moisture damage to the keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.